Event description:
This rv lead was implanted on (B)(6) 2011. There was a red alert for high right ventricular pacing lead impedance detected (B)(6) 2011. The patient's physician is dr. (B)(6) at (B)(6). No other information is available. Additional information received 08/12/2011 states that patient complains of chest pain during threshold test so dr. (B)(6) suspects rv perforation. Doing echo, xray and will call back when more info available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).